Event description:
Manufacturer representative reported, patient stated the device suddenly stopped working. The representative observed the device had undergone a power on reset and reverted back to factory settings, after the device was reprogrammed. After the patient walked for a few minutes, the device returned to a power on reset state almost immediately. This cycle was repeated several times with the same outcome. The device was replaced and returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results revealed broken bond wires.